Event description:
It was reported that the patient underwent received an implant of the snm tined lead on (B)(6) 2025. On (B)(6) 2025, the patient pulled on the tegaderm dressing causing the percutaneous extension to become visible and felt pain. On (B)(6) 2025, an x ray was performed, and it was confirmed in the operating room or that some of the lead had been pulled out. A new lead was placed. After the procedure the patients motor responses were great, their thresholds were low and the patient programmed well in the post anesthesia care unit pacu. The patient felt stimulation in the appropriate areas. On (B)(6) 2026, the patient underwent a pocket revision due to some pain at the pocket site. On (B)(6) 2026, the patient was noted to be doing great. On (B)(6) 2026, the patients condition was not well, and it was mentioned that the patient's symptoms reverted to baseline, leading the physician to believe they pulled the lead when moving the ins device pocket site. The patient began experiencing more urinary incontinence and urinary frequency. The patient's stimulation was reprogrammed and monitored for 1 week. An additional revision procedure was performed on (B)(6) 2026. The patient experienced subsequent vaginal pain, and the device was turned off. On (B)(6) 2026, the device was turned on, and stimulation was comfortable until the patient began feeling bad leg pain that persisted when the device was turned off. The patient was prescribed a dose pack of medrol, and gabapentin. An additional lead revision has been scheduled. The patients condition is unknown. No additional patient complications were reported as a result of this event.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.